Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device , seroma-late and deflation.

Event description:
Patient reported a right side removal with no complaint against the device. Device has been explanted. Healthcare professional reported deflation and seroma-late.